Event description:
Patient had been wearing contact lenses purchased without a prescription from eyecandys.com and suffered from a large corneal ulcer. After beginning treatment, patient began wearing lenses again against medical advice and additional ulcers developed, this time in the center of her vision, which may have lead to permanent vision loss if not treated effectively. Even with treatment, patient has a residual scar on the side/periphery of the cornea. The sale of non-prescription contact lenses is illegal in the us and consumers are unaware of the negative (possibly permanent) effects of purchasing these lenses.